Event description:
It was reported by the customer she was not convinced that the insulin pump was working properly, as they did troubleshooting yesterday. Blood glucose in the morning was high at 20.9mmol/l, treated with manual injections and it was 4.2mmol/l. Customer smelled insulin and stated she did not see any leaks but did see bubbles like she had previously reported. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was used with a water reservoir test. No air bubbles anomaly noted. The insulin pump was received with cracked reservoir tube lip, minor scratched liquid crystal display window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.